Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not received from the customer, therefore, investigation of the device was not possible. The root cause of the leg ischemia was most likely patient condition. No product or logs were returned for this investigation. As noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella pre-operative placement. While on support, the patient developed limb ischemia. No further information regarding treatment was noted. The patient remained on impella support and was successfully weaned. Patient survived the procedure.